Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Microscopic evaluation revealed displaced diaphragm around the primary and secondary valve. When priming the unit to run the primary bolus prime, the unit started leaking hence it was not possible to be put into the lvp machine. An underwater leak test was performed approximately at 10 psi, bubbles were observed coming from unit. In dye test, blue ink started coming out of the primary valve and then the secondary, due to the displacement of the diaphragm prior inspected. The customer complaint is confirmed. Probable root cause related to manufacturing error during the positioning of the diaphragm, leading to it being displaced. A nest fixture was created to improve diaphragm assembly accuracy, a magnifier lamp (white light) was added to ensure correct diaphragm placement, and units were inspected before and after welding. These actions were implemented on 04/25/2025. The current process controls detection include 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25e01024 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "per nursing report, the tubing was leaking from the cassette. Contains 0.45% sodium chloride.". Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.